Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was stuck on the fill tubing sequence. The customer performed the fill sequence once more to resolve the issue. There was no reported adverse impact to the customer's blood glucose level.